Event description:
Hospitalized for 3 days due to double kidney infection caused by chronic constipation which was caused by metal coils. Sharp stabbing pains in both sides. Migraines, severe cramping and heavy bleeding.